Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identify. However, the customer provided screen shots and log files for evaluation. The customer requested to perform a re-calibration test with right settings according to service manual. Investigation is still ongoing.

Event description:
The customer reported that blower failure alarm was active on the bellavista 1000. Furthermore, there was no patient involvement associated with the event.